Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a blank display and a power loss alarm. The customer¿s blood glucose level was unknown. The customer was able to clear the alarm. Customer states the display was not blank less than 30 seconds. Customer states the contacts on the battery cap are not damaged. Customer states battery compartment is neither damaged nor corroded. Customer states the spring is neither damaged nor corroded. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will not be returned for analysis.